Event description:
While under going a cardiac catherization with stent placement, the stent became loose in the proximal right coronary artery prior to deployment. The stent was removed and the procedure was completed. Diagnosis: cardiac catherization stent placement.